Event description:
Seroma formation: graft was implanted for av access in a loop in the forearm in 2001. Patient returned for a thrombectomy 4 weeks later. It was reported that the graft appeared to "stretch" and was too long at that time. Five weeks later, the patient returned with fluid formation around the graft. The graft was removed and replaced successfully. It was reported that there was no healing seen around the explanted graft. The graft had been dialyzed prior to explant.